Event description:
It was reported the patient ((B)(6)) underwent surgical intervention due to a broken scs lead. The patient's lead was explanted and replaced with a different model lead. The procedure reportedly resolved the issue, and the patient reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the reported event for ¿lead fracture¿ was confirmed. Microscopic inspection of the lead body revealed the lamitrode lead was fractured with all internal wires broken at the stimulation end. The lead breakage when align with a swift lock anchor corresponded with a distal end breakage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.